Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced permanent out of range antenna loss. There was no report of injury or medical intervention. No additional event or patient information is available.